Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2018-00114. During a remote follow-up, there were episodes of non-sustained right ventricular (rv) oversensing due to a loss of capture on the rv channel. The device was reprogrammed to resolve the event and the patient was stable.